Event description:
It was reported that during a lobectomy procedure, the tissue pad was partially detached when a nurse wiped the tip of the device with gauze. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.